Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an unexpected g5 mobile application shut-off occurred. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected g5 mobile application shut-off could not be determined. A probable cause could not be determined.